Event description:
Boston scientific received information that this left ventricular (lv) lead displayed increased threshold measurements of 7v at 2.0ms. During a device upgrade procedure the lv lead was observed to have dislodged. As a result, the lv lead was explanted. An attempt to replace the lv lead was unsuccessful as the coronary sinus was unable to be recannulated. To date, no additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. A setscrew mark was found on the terminal pin and ring, however the tines and distal tip displayed no sign of damage. Electrically, the lead was found to be within specification. Laboratory testing did not identify any lead characteristics that would have resulted in the reported clinical observations.